Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with tf5507. No harm to the patient was reported the logfile shows the reported tf 5507. 2025-05-30 02:09:13 audio paused off special 517. 2025-05-30 02:09:13 tf : 5507 tech fault 5507. 2025-05-30 02:08:43 audio paused on special 516. 2025-05-30 02:08:41 oxygen 80 % setting 302. 2025-05-30 02:08:39 audio paused off special 517. 2025-05-30 02:08:39 tf: 5507 tech fault 5507. According to the information received, the root cause was identified as a defective sensor board. A sensor board was shipped to the customer. According to the partner, this resolved the reported problem.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf:5507. Alarm was triggered when adjusting o2 and it did not reach setting. The ventilator was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4) investigation onglong.